Event description:
The end user was sitting on his device and the bar under the seat broke causing him to fall. He cut his left leg in the fall (3" gashes) and hurt his back. He is currently in hospital for an MRI on his leg & his neck.